Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the pacing capture threshold in the rv (right ventricle) was elevated, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient had not been feeling well and their right ventricular (rv) lead exhibited high thresholds, oversensing of high rate non-sustained episodes, and noise as short v-v intervals. The patient was admitted to the hospital for suspected drug toxicity and during a recheck the lead parameters were normal. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.